Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. D5 is patient/consumer. E4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction to h6 patient code and device code.

Event description:
It was reported that the medfusion pump produced the following alarms: ble alarm acu watch dog error, and failure check clutch error. No patient injury or complications were reported in relation to this event.